Event description:
Lots of "loss of peep alarms on patient with hick-up, patient effort is low.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be an incompatibility between the device and the patient due to the patient`s hiccup. This is a very special but known condition where artificial ventilation is very difficult. There was no patient or user harm reported. For annex d the investigator chose "4321 - cause traced to health disparity". This code is not yet available in the esubmitter. Therefore the annex d field remains empty but the code will be marked here in the conclusion.